Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line had become disconnected from the heater bag and solution was leaking out of both products. The home patient (hp) initially stated that she reconnected in order to drain, but during a follow-up call stated that she did not reconnect the bag to the line. The hp stated that she ended therapy as the technical service representative advised and drained using manual supplies. The hp stated that there was no damage noted on either the bag or the heater line. The hp was unsure what had caused the disconnection. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Additional information provided for evaluation codes. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection between the heater line and bag, which is a known cause of the reported condition. Should additional relevant information become available, a supplemental report will be submitted.